Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. During inspection and testing, service found the image was foggy, but was restored after aeration. Based on the results of the investigation, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use: operation manual - inspection of the endoscopic system. Operation manual - important information ¿ please read before use - warnings and cautions. During the evaluation, service found the label edges were worn and scratched. A leak was observed at the instrument channel. There was a cut in switch 1 and switch 3 was chipped. The angulation was low. There were dents in the distal end plastic cover. The rubber adhesive on the c-cover and insertion tube was cracked. The bending section was wet and there was fluid inside the light guide prong/mount. The insertion tube had minor dents and scratches. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer sent the subject device to an olympus service center with a report that there was no image on the screen and error code pops up. The issue was found during preparation for an unspecified diagnostic procedure. There was no patient or user injury reported. During inspection and testing, service found the image was blurred. This report is being submitted for the malfunction found during the device evaluation (blurred image).